Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service center replaced flow valve to correct tidal volume issue on model lap top ventilator 1150. The unit was tested and met company specifications.

Event description:
The customer reported model lap top ventilator 1150 is delivering higher tidal volume than what is set. When tidal volume is set to 500 the ventilator is delivering 550. At this time it is unknown if the ventilator was on a patient at time of malfunction.